Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report

Event description:
The patient presented in clinic with episodes of dizziness. Review of device session records indicated the device experienced oversensing due to crosstalk which resulted in pacing inhibition. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of oversensing and left ventricular output anomaly could not be confirmed in the lab. An interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. The device's functionality was bench tested; no anomalies were noted while testing the telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier.